Manufacturer narrative:
(B)(4). Information regarding patient age, gender, weight, race, ethnicity, and medical history were not provided. [Conclusion]: the healthcare professional reported that during the embolization procedure to treat a subarachnoid hemorrhage with the target lesion at the internal carotid artery, the enterprise® 2 vascular reconstruction device 4.0mm x 23mm no distal tip (enc402300 / 10602080) was used to assist with the coil embolization when the coil (unknown brand) came out of the aneurysm. The enterprise 2 stent was inserted into the microcatheter (a prowler select plus of with the catalog and lot number not available) and resistance was experienced at about 5 cm from the tip of the microcatheter. The prowler select plus microcatheter was confirmed to be without any kink or bent; it was replaced but the enterprise 2 stent still had the same issue. The enterprise 2 stent was replaced with the stryker atlas stent and the procedure was successfully completed without further issue or delay. There was no report of patient injury or complication; the complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. There was no unintended detachment observed in the vessel or in the microcatheter. The enterprise 2 stent is not available to be returned for analysis. A review of manufacturing documentation associated with lot 10602080 was performed. The device history record (DHR) relative to the manufacturing, inspection, and packaging for this lot was reviewed and the records indicate that the product underwent final inspection testing at lake region medical and was determined to be acceptable. Based on complaint information, the device was not available to be returned for analysis. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the limited information available and without the enterprise® 2 vascular reconstruction device 4.0mm x 23mm no distal tip and concomitant microcatheter available for analysis, the reported customer complaint could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and/or device manipulation/interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the embolization procedure to treat a subarachnoid hemorrhage with the target lesion at the internal carotid artery, the enterprise® 2 vascular reconstruction device 4.0mm x 23mm no distal tip (enc402300 / 10602080) was used to assist with the coil embolization when the coil (unknown brand) came out of the aneurysm. The enterprise 2 stent was inserted into the microcatheter (a prowler select plus of with the catalog and lot number not available) and resistance was experienced at about 5 cm from the tip of the microcatheter. The prowler select plus microcatheter was confirmed to be without any kink or bent; it was replaced but the enterprise 2 stent still had the same issue. The enterprise 2 stent was replaced with the stryker atlas stent and the procedure was successfully completed without further issue or delay. There was no report of patient injury or complication; the complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. There was no unintended detachment observed in the vessel or in the microcatheter. The enterprise 2 stent is not available to be returned for analysis.

Manufacturer narrative:
(B)(6). This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are 1226348-2018-00736, and 1226348-2018-00737 the manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.